Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The customer complained of discrepant inr results, from different patients, with coaguchek xs meter when compared with a laboratory result using an unknown method. Comparison 1: the patient's meter result was 1.6 inr and the laboratory result was 2.3 inr. Comparison 2: the patient's meter result was 2.4 inr and the laboratory result was 3.2 inr. There were no therapeutic ranges provided. There was no allegation that any adverse event occurred.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 353500) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. No product was returned for investigation.